Event description:
It was reported that during a rotational atherectomy procedure, there was a perforation of the coronary artery. Stenosis was confirmed by angiography (left anterior descending branch proximal and mid, 50%: posterior descending and posterolateral branch, 90%: circumflex proximal (#11) 90%). After the guidwire passed the lesion, physician tried to carry out ivus but atlantis didn't pass the lesion. Ace guide wire was changed to rotawire floppy gold by using excelsior catheter. Rotalink plus was inserted into left coronary along rotawire. Debulking was carried out to #11. After 5 sessions patient appealed chest pain, physician confirmed perforation by angiography. Physician carried out long inflation by 2.5mm balloon directly. Surpass 20/3.5 was used in an attempt to stop bleeding of the damaged area. This product was removed from patient artery because it kinked. Another catheter was used to stop bleeding, but was unsuccessful. Effusion was confirmed by echocardiography and pericardial drainage was performed. Patient went into ventricular flutter and ventricular tachycardia, so physician carried out cardioversion. Blood pressure came down, so the physician inserted an intra-aortic balloon pump and percutaneous cardiopulmonary support. Patient was conveyed to ICU. That night the physician confirmed the death of the patient.